Manufacturer narrative:
Concocmitant medical products: other relevant device(s) are: product ID: 9 735737, version: (B)(4), software analysis completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system was displaying a low system memory message. It was reported that at least 10 patients had been deleted prior to the complaint being called in, but was still getting this error. Exams in the patient that were selected were typical navigation exams (t1, t2, flair). The system was rebooted, then selected the same patient, went back into the software and did not get the low memory error any longer. It was reported that the most likely cause of this issue is the overall size of the study. It is a large study with 6 anatomical exams and 8 specialty exams.